Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture (baker grade IV), rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with an unknown mentor gel breast prosthesis developed bilateral capsular contracture (baker grade IV). It was observed that the patient¿s right breast prosthesis was ruptured. The mammogram examination reported extracapsular silicone upper right & left breast & palpable abnormalities. The matter also diagnosed through physical examinations. As a result, patient underwent bilateral removal with no replacements on (B)(6) 2020. This report related to the right prosthesis.